Event description:
The ventilator was being prepared to be used on a patient, failed calibration during pre use check. Failed to pressurize. Ran through a pre use check on the high frequency oscillatory ventilator model 3100a and the ventilator would not calibrate. Tested 2nd ventilator with the same results. Investigated the circuit and realized that the cap/diaphragm set was defective. Same issues with other lot numbers.